Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements eventually going out of range measuring greater than 125 ohms. Technical services recommended reprogramming options. At this time, the lead remains in service. No adverse patient effects were reported.